Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The central processing unit (cpu) was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. Incident date unknown at the time of MDR filing. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system stopped ventilating during a procedure. There was no report of patient injury.

Manufacturer narrative:
After review of the logs, product engineering confirms that there was a failure of the display but there was no loss of mechanical ventilation. The initial MDR was not reportable.